Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-09224 which was submitted on december 21, 2020 jst (november 20, 2020 est). Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was flickered during the colonoscopy procedure. The user also reported that the reported phenomenon have mostly occurred during the colonoscopy procedure. The field service engineer of olympus malaysia checked the subject device at the user facility and found the image of the subject device was flickered when the scope connector was moved. The image of the subject device was no problem after adjusting the output socket of the subject device. There was no report of patient injury associated with this event.